Event description:
Reportedly, the patient underwent a colectomy in 2006 where polysorb suture was used to close the wound. The following month, the patient returned to the doctor due to a wound dehiscence. The doctor resutured the wound without complication.